Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer stated the wheelchair had rusted and has a lot of corrosion. The seat upholstery's ripped, crossbrace is broken from the right top where the stabilizer attaches, wheel locks are worn out, and the fork stems are rusted.